Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl; cause was unknown. It was also reported that multiple occlusion alarms occurred. Customer was unable to provide any further details.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.